Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. On the day of implant the patient had a fever and a hematoma developed around the wound. The anti-thrombotic medication might have contributed to the event. No actions were taken for this because it resolved itself.

Manufacturer narrative:
On 9/7/17 - we were notified this product was explanted on (B)(6) 2017 by patient request due to sore chest.